Event description:
The patient contacted animas on (B)(6) 2013 requesting a replacement pump due to high blood glucose (bg) which she was admitted to the hospital. The patient reported that her bg started to rise on (B)(6) 2013 at dinner time. Her bg at dinner time was 342mg/dl, so she changed the site and checked bg one hour later and her bg was 521mg/dl. The patient stated that she changed site one more time and took 10 units insulin injection with pen. The patient was then admitted via ambulance on late sunday evening going into monday morning with a bg of 600mg/dl with moderate ketones and dry mouth. The pump was suspended and the patient was put on an insulin drip. The patient stated her bgs were good while on the drip but could not remember numbers. This morning the patient was discontinued from insulin drip and her bg was 331mg/dl so she bolused for breakfast and 11am and her bg was 480mg/dl, bolused with pump and now her bg was 585mg/dl. The patient stated that they are being treated for a urinary tract infection which is not responding to antibiotics. The patient stated that her healthcare professional has requested the pump be replaced. This report is being made due to the patient's alleged hyperglycemic event that due to an alleged history settings issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no activity outside normal use observed in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.